Manufacturer narrative:
All available information was investigated, and the reported unintended movement was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated, and a conclusive cause for unintended movement could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The clip was inserted, and the leaflets were successfully grasped at an a2/p2 location. The clip was attempted to be deployed, however, while attempting to establish final arm angle (efaa), the clip opened to roughly 30 degrees. The physician then reclosed the clip, but when re-establishing final arm angle, the clip opened again. Troubleshooting was performed, but the issue was unable to be fixed, therefore, the physician decided to remove the clip. Another clip was successfully implanted without issues, reducing mr to a grade of 1+. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.